Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist, approximately four years and one month after the initial transcatheter aortic valve replacement (tavr) implant with a 23 mm sapien 3 ultra valve, the patient who presented symptoms of dyspnea and fatigue underwent a 20mm sapien 3 ultra resilia valve-in-valve procedure due to stenosis and central regurgitation. A bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) procedure was performed on the right coronary cusp (rcc) leaflet, and a unicorn procedure was performed on the left coronary cusp (lcc) leaflet. A 20 mm +1 valve was implanted and subsequently post-dilated using a 21 mm atlas balloon.

Manufacturer narrative:
Update to b5 and b7. Correction to h6; type of investigation, investigation findings, and investigation conclusion. Correction to device code, the code of intervalvular regurgitation was removed. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event of stenosis was confirmed based on a review of the medical record. As reported, "this diagnosis was confirmed by transthoracic echocardiogram, which demonstrated significant prosthetic valve stenosis with a mean gradient of 37 mmhg, an effective orifice area of 0.87 cm2, and a doppler index vti of 0.27." It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, the patient is an (B)(6) year-old male, with a documented history of severe aortic stenosis and multiple comorbidities, which rendered the patient high risk for surgical aortic valve replacement. A 23 mm sapien 3 ultra valve was successfully implanted in the aortic position. Approximately four years and one month later, the patient underwent a successful valve-in-valve procedure with a 20 mm sapien 3 ultra resilia valve placed inside the existing 23 mm s3u valve due to severe symptomatic bioprosthetic aortic valve stenosis. This diagnosis was confirmed by transthoracic echocardiogram, which demonstrated significant prosthetic valve stenosis with a mean gradient of 37 mmhg, an effective orifice area of 0.87 cm2, and a doppler index vti of 0.27.